Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 400 range (mg/dl), 105 mg/dl, and 236 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2 (B)(4).

Event description:
Caller reported inform system 1 (B)(4) blood glucose results of 28 mg/dl, 53 mg/dl, and 32 mg/dl at 0601, 0602, and 0605, respectively. The patient was given one ampule of d50 that was recorded as removed from the medication cart at 0611. A venous lab sample was drawn at 0625. Reported inform system 2 (B)(4) blood glucose results of 21 mg/dl, 69 mg/dl, and 41 mg/dl at 0632, 0636, nad 0637, respectively; the patient was given 1/2 ampule of d50 (time not reported). The lab sample from 0625 was resulted at 0640 as 231 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.